Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2015 with the following findings: the complaint was verified in the history but could not be duplicated during testing. A review of the pump¿s black box data revealed multiple unexplained pump reboots. There was no visible damage to the battery compartment. The battery cap was not returned with the pump, and a test cap was used to complete the investigation. The test battery cap was able to secure onto the pump. The pump was exercised for 24 hours with the test cap, with no power interruptions or duplicated alarms. The pump was opened and no evidence of moisture or damage was observed inside the pump. Unrelated to the initial complaint, the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.